Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On an unknown date, the selector service module was used for a craniotomy on a patient (age and gender unspecified). The power of the product was reported to not work. Multiple hand pieces had been used and power was still not working. There was no alarm indicating a power failure. There was no patient injury but the product problem did cause a twenty minute delay in surgery to locate and set up a new machine. No other information was provided. Cross referenced to manufacturer report number 8010219-2010-00008.